Manufacturer narrative:
Findings: unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. No excessive no delivery alarm noted during testing. Low reservoir alarm functions properly. The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 150 mg/dl. The customer stated that the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report an e70 alarm. The customer when pressing the act button it displays rewind mode. The customer got one alert and no e70 alarms. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to device with battery and zero out basal rates.